Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Edtronic received a report that post procedure image of radiopaque artifact distal to aneurysm. The pipeline was used on-label and was prepared as indicated in the IFU.  No patient symptoms or further complications were reported as a result of this event. Dapt (dual antiplatelet treatment) was administered, pru level was 104.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left pcom with a max diameter of 3mm and a 2mm neck diameter. Landing zone was 3.1mm distally and 3.6mm proximally. It was noted the patient's vessel tortuosity was minimal.